Event description:
It was reported that after collecting an unknown amount of blood, it was determined that the drain lever was broken. None of the collected blood was able to be re-infused. The patient received a blood transfusion from both pre-donated blood and from a blood bank.

Manufacturer narrative:
The device was discarded at the account. The device history record, the non-conformance reports database and deviation reports were reviewed for incidents the reported lot number 11041012 for incidents related to the above condition within a 2 weeks period (+/-) from the lot manufacturing date. No related non-conformances or deviation reports were found that could contribute to the failure addressed in this complaint. No process or design changes were found.